Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
(B)(4). No related complaint received with return of device. Failure observed during analysis. Final analysis found that the insulation was degraded at 4.6cm to 5.3cm from the connector pin.